Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown length thoracic aortic dissection. It was reported that approximately 2 months post implant, the patient presented emergently. An angiogram showed that the patient has either a type ia or a type iii endoleak around the proximal portion of the stent graft. The physician coiled the lsa as treatment, however an endoleak was still visible on a subsequent scan. The cause of the event is unknown, possibly due to a type ia or a type ii endoleak as per the physician. No additional clinical sequelae were reported and the patient is fine.